Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor and the customer reported that the insulin pump had a blank display. Blood glucose value is unknown. It was stated that the insulin pump was not dropped no damage was found. It was advised that the battery cap would need to be replaced, to monitor the device and call back if issue persists.